Event description:
A medtronic representative reported that, while in a spine procedure, the synergy spine software became unresponsive during navigation of screw placement with an o-arm. After the initial spin was obtained they successfully placed one screw and then the software became unresponsive, the mouse would not move. The system was re-booted and returned to navigating properly. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from site. No files/logs have been returned to manufacturer for evaluation.